Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced st elevation / coronary spasm that required nitroglycerin. During ablation with varipulse¿ bi-directional catheter, st elevation and spasm were observed after the 4th ablation of left pulmonary vein (lpv), no ablation was conducted to the right pulmonary vein (rpv). The st elevation was suggestive of right coronary artery (rca) involvement, showing findings suggestive of myocardial infarction. The condition improved promptly after nitroglycerin administration. No evidence of organic coronary artery occlusion was observed, and severe coronary spasm was suspected. Patient did not require extended hospitalization. The physician's assessment was that since no ablation was conducted to the rpv, the direct impact of pfa itself is considered unlikely. Given the patient¿s underlying predisposition to coronary spasm, combined with factors such as shock from ablations, anesthesia, and intraoperative stress, it is highly likely that coronary spasm was triggered via autonomic nervous system imbalance. For safety, the procedure was subsequently switched to radio frequency (rf) ablation and completed. Relevant history includes: heavy smoker and a pre-existing predisposition to coronary spasm. No abnormalities observed prior to use nor during use of the device. Additional information was received. Patient fully recovered. The patient improved during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31729983l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).